Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (mw5042110) in united states on (B)(6) -2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 with lot number 975385. Consumer stated that after procedure she had cramping and bleeding and a pain in lower left abdomen that continued. While at her 3 months check of the essure placement she explained the pain that she was having to her doctor and she was said that it sounded like a muscle that was causing the pain. However, the pain in her left abdomen continued to hurt and she started to have other problems like constant headaches, bowel problems, chronic pelvic pain, total lack of sex drive, tingling in legs and arms, pain during intercourse, feeling worn out and tired all of the time, abdomen was swollen and tender, and it also would hurt to exercise as well as even to sit down too fast. She went to emergency room for horrible pelvic pain to find out what was going on. After many tests and ultrasounds, doctors could not explain why she was feeling this way. On an unspecified date, she visited another doctor and another ultrasound was done and an enlarged uterus with fibroids was diagnosed. On (B)(6) 2015 a lavh hysterectomy was done (everything was removed except her ovaries) and since then, chronic pelvic pain that was in her lower left abdomen and the pain during intercourse resolved. The other problems that she was experiencing were slowly going away. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(6). Final assessment: lot number 975385 production date: 4/2012 expiration date: 4/2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in lower left abdomen, chronic pelvic pain/horrible pelvic pain and bleeding (interpreted as genital bleeding). The consumer underwent a hysterectomy and essure removal. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Also, abdominal and pelvic pain may occur. In the present case, these events started after essure insertion. After hysterectomy and essure removal the pain in lower left abdomen, and chronic pelvic pain/horrible pelvic pain resolved and the bleeding was going away. She also had fibroids, which could have had a contributory role in the occurrence of the events. However, a causal relationship between these events and essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident due to required intervention (hysterectomy). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report.